Event description:
A 55-year-old female with history of hopkins lymphoma with radiation to chest, mitral regurgitation and aortic insufficiency admitted through clinic for hf services due to decompensated heart failure after beta blocker dose. Taken to cath lab with attempted impella 5.5 placement via axillary artery. Unable to get the impella to pass through the ostia of the axillary artery. Multiple attempts were made with wire changes and ultimately kinked cannula. Second impella 5.5 attempted with same issues to pass through the axillary artery. Found to have stenosis at the ostia of the axillary artery and the aorta. Due to the need for mechanical circulatory support (mcs), the care team elected to place a cp through axillary artery. See case number (B)(4) for cp management.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6, medical device problem code: a040601, deformation due to compressive stress has been added.